Manufacturer narrative:
Reporting institution phone number -(B)(6). Reporter phone number - (B)(6).

Event description:
The customer called technical support (ts) reporting that the device has an error code 1122 check vent: blower temperature high message. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor a delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer cleaned the fan filter. There was dust which may have caused an alteration of the internal ventilation of the v60. The customer had the v60 ventilated for 12 hours, and the alarm did not go off. The device passed required performance verification tests per philips¿s standards. The device was put back into service.